Event description:
A customer reported obtaining unexpected negative results with panoscreen, lot 31809.

Manufacturer narrative:
The customer performed qc testing with cell I of lot 31809 and positive results were obtained. Additional testing by immucor could not be performed due to the product expiring prior to date of awareness. The product met all final releast testing specifications.